Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 2000mcg/ml lioresal at 914mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump had gone through a motor stall on (B)(6) 2019. The pump was to be replaced on (B)(6) 2019. It was reported that the issue was resolved at the time of the report. The patient's status was reported as "alive-no injury." No further complications were reported.

Manufacturer narrative:
The pump was returned and analysis identified residue and wearing in the motor gear train. If information is provided in the future, a supplemental report will be issued.